Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with posterior junctional kyphosis; and underwent extension of correction from t9 to iliac. After putting in all new screws, when the surgeon was placing a new rod, he encountered some problem putting the rod into one of the old screw¿s tulip head. The tulip head was found tilted to one side and was unable to move as compared to the rest of the old screws. Hence, the alleged screw was removed; and was replaced with a new one. No patient complications were reported.